Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit unit's adaptor was broken. It was reported that when removing it to give surfactant, the adaptor snapped. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit unit's adaptor was broken. It was reported that when removing it to give surfactant, the adaptor snapped. A customer reported that the patient was reintubated with a replacement product.